Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, one of the staple lines were unformed at the second firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.